Event description:
A customer contacted beckman coulter inc. (Bci) in regards to producing an erroneous inorganic phosphorus (p) result generated by the au2701-02 chemistry analyzer. The erroneous result was reported out of the laboratory. It is unknown whether patient was affected by this event.

Manufacturer narrative:
The lens was received cut in pieces precluding optical inspection or diopter measurement. Batch records were reviewed and showed no deviations. A review of the complaint data base revealed that no additional complaints from this lot number were received. Halos and glare are a known and labeled possible side effect of all multifocal lens implants and we do not suspect the lens was defective.

Event description:
It was reported the intraocular lens was removed and replaced without complication 1 week post operative, due to the patient's undesired visual outcome.

Manufacturer narrative:
(B) (4). The intraocular lens has not yet been received for analysis. Lens met all manufacturing specifications prior to release. Physician replaced the initial implant with a lower diopter lens of the same model. Will continue to monitor and trend.